Manufacturer narrative:
The returned oxygen gas module, which regulates the inspiratory oxygen gas flow to the patient, has been investigated. During testing in a reference ventilator, there was a clear audible gas leak emanating from the oxygen gas module. The failures were caused by a defective pressure transducer inside the gas module. Microscopic inspection showed that the pressure transducer has a broken glue joint. Leakage in the pressure transducer leads to a measured lower inlet pressure and an inaccurate gas flow regulation in the oxygen gas module, which will be detected during pre-use checks tests and alarms will be activated if the failure were to occur during on-going ventilation. The root cause for the glue joint in the pressure transducer having become broken, has not been determined from this investigation.

Event description:
(B)(4).

Event description:
(B)(4). It was reported that the ventilator generated an audible alarm for an internal gas leak. There was no patient involvement reported. (B)(4).